Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -4.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experience refractive surprise. On (B)(6) 2021, the lens was exchanged with a same model/length but different diopter lens and this resolved the problem. The cause of the event was reported as "other, refractive error".

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -4.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experience refractive surprise. On (B)(6) 2021, the lens was exchanged with a same model/length but different diopter lens and this resolved the problem. The cause of the event was reported as "other, refractive error".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).